Manufacturer narrative:
The reported issue could be confirmed and it was determined that a failure of the optical incremental encoder was the root cause. The device detected the failure and reacted as specified for this situation by alarming with "ventilator failure" with the highest alarm priority. In this state, manual ventilation via the manual ventilation bag can take place immediately (spontaneous breathing is also possible). The user is informed on the screen to confirm the change of therapy. In case of such failure, atlan will still provide fresh gas (including agent if a vaporizer is connected) and monitoring allowing for manual ventilation. Since similar complaints have been reported recently, a field action is currently in planning. On site the motor was exchanged. No further problems were described since then. Update: compared to the final report from (B)(6) 2025, the coding in this report had to be updated.

Event description:
It was reported that the device while connected to a patient, gave a ventilation motor failure alarm and then changed into safety mode. The surgery was concluded without any incidence with the device in manual mode. No injury reported.

Event description:
It was reported that the device while connected to a patient, gave a ventilation motor failure alarm and then changed into safety mode. The surgery was concluded without any incidence with the device in manual mode. No injury reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Manufacturer narrative:
The reported issue could be confirmed and it was determined that a failure of the optical incremental encoder was the root cause. The device detected the failure and reacted as specified for this situation by alarming with "ventilator failure" with the highest alarm priority. In this state, manual ventilation via the manual ventilation bag can take place immediately (spontaneous breathing is also possible). The user is informed on the screen to confirm the change of therapy. In case of such failure, atlan will still provide fresh gas (including agent if a vaporizer is connected) and monitoring allowing for manual ventilation. Since similar complaints have been reported recently, a field action is currently in planning. On site the motor was exchanged. No further problems were described since then.

Event description:
It was reported that the device while connected to a patient, gave a ventilation motor failure alarm and then changed into safety mode. The surgery was concluded without any incidence with the device in manual mode. No injury reported.